Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1157 ¿ delta ceramic head ¿ 2020021127. Report source united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02239; 0001825034 - 2022 - 02240; 0001825034 - 2022 - 02241; 0001825034 - 2022 - 02242.

Event description:
It was reported that patient is experiencing excruciating pain at several follow ups after total hip arthroplasty. The patient was treated with analgesia and the pain has since resolved. The devices remain implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; e1; e3; g3; h2; h3; h4; h6 the medical report indicated the patient sought medical care by going to the doctor's office for moderate pain, received prescription for pain medicine along with otc medicine approximately 6 weeks post revision procedure. This is a normal finding for 6 weeks post op total hip revision. Assessment of pain needs to be multifaceted as it is a subjective experience to each individual. Pain is a sensory symptom which provides a signal to the individual a possible underlying process may be taking place. The process may be benign, psychological or biological. Pain is a normal anticipated finding during the postoperative recovery as the wound, muscles and tissue heal and as the new joint implant is being used. The reported pain at approximately 6 weeks post revision procedure would not be considered an abnormal finding. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.